Event description:
The procedure was preoperative cerebral embolization for a tumor, but the exact target lesion was unknown. The target vessel was not calcified and tortuous. Access site was femoral artery. While the coil 633-140 (complaint product) was advancing in the microcatheter (renegade, boston scientific), it was stuck at the middle part of the catheter. The coil could not be advanced though pushed by the coil pusher or flush was maintained. Eventually the coil was removed with the microcatheter as one unit, and the procedure was completed using other coil. There was no patient injury. All the labeling instructions were followed for storage, handling, prep and delivery, and no damages were noticed on any of the devices. A dedicated saline source was maintained through the microcatheter at all times. After removal, no damages were noticed on the microcatheter or any other device. A coil pusher was utilized to advance the coil through the microcatheter, and no issues were noticed with the pusher. No further information was available.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.